Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the osteosynthesis surgery for the metacarpal fracture with two(2) locking screws in question. During the surgery, the 2 screws were dislocated from the plate. The surgeon re-inserted the 2 screws, but they were idling and were not locked to the plate. Surgeon removed the screws, drilled them to the different direction, but they were still not locked. He used new 2 screws and they were locked to the plate successfully. Procedure was completed successfully, with 30minutes delay. This report is for one (1) 1.5mm ti va-lckng scr slf-tpng with t4 stardrive recess 16mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional product code: hrs. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: part: 04.130.216s, lot: 58p8604, manufacturing site: grenchen, release to warehouse date: 23. June 2020, expiry date: 01. June 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ø1.5 self-tap l16 tan the threads of the screw were deformed, and the hex was also deformed. No other issues were identified. The dimensional inspection was not performed for va lockscr ø1.5 self-tap l16 tan due to the post manufacturing damage. The functional test was not performed since the device was received by itself. However, the alleged will not lock can be confirmed since the screw threads were deformed at the neck where the plate locks. The observed condition of will not lock va lockscr ø1.5 self-tap l16 tan in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va lockscr ø1.5 self-tap l16 tan. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: 1.5mm va-screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.